Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the provider who stated that the oxygen concentrator was "shooting out fire" from the vents on the bottom of the device. This occurred after a routine filter change. There was no report or evidence of illness, serious injury or medical treatment associated with the complaint. The provider reported the device was operating in a dusty and tar filled smoker home. The device was returned for evaluation. Upon evaluation, the manufacturer found the wire harness to be severed. It is likely that the wire harness was not properly tucked at the rear of the unit or was dislodged during a sharp impact, which allowed it to rub against the compressor brackets. Over time this friction wore through the convoluted tubing and eventually the black and white wires. It is likely that arcing occurred as the black and white wires contacted the metal compressor bracket. However, no evidence of the unit shooting out fire from the grates' was observed as the foam and base showed no evidence of thermal damage or charring from flames or sparks.